Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2006. After the procedure, the pt experienced pain, urinary incontinence, and pelvic organ prolapse. An excision of the device, an anterior repair, and an enterocele repair procedure were performed. The current status of the pt is improved.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.